Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Expected fasting blood glucose test result range is 95 to 170 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 177mg/dl and 174mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 08/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:189mg/dl (B)(6) 2015 11:04am. 2:194mg/dl (B)(6) 2015 07:00am . 3:196mg/dl (B)(6) 2015 05:00am . 4:178mg/dl (B)(6) 2015 09:28pm . 5:253mg/dl (B)(6) 2015 06:00pm . Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of about high blood results. Expected fasting blood glucose test result range is 95 to 170 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 177 mg/dl and 174 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 08/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 189 mg/dl (B)(6) 2015 11:04 am; 194 mg/dl (B)(6) 2015 07:00 am; 196 mg/dl (B)(6) 2015 05:00 am; 178 mg/dl (B)(6) 2015 09:28 pm; 253 mg/dl (B)(6) 2015 06:00 pm. Adverse event not reported.